Event description:
During a coil embolization procedure of a transverse sinus a-v fistula, resistance was noted between the dcs helical fill coil and an unknown microcatheter. The coil was removed from the site without loosing microcatheter position. A continuous flush was maintained and there were no kinks or bend noted on the microcatheter. There was no resistance during insertion of the guidewire through the microcatheter. It is unknown if previous coils had been placed through the microcatheter, but another same size coil was successfully advanced through the same microcatheter after this one. There was no pt injury. There is no further info available. Further review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the info provided by the customer. The returned coil was elongated.

Manufacturer narrative:
One non-sterile dcs coil was received inside of a plastic bag. Introducer was received mounted on proximal support coil. Coil was received elongated from proximal end and tangled with delivery tube. Coil was attached to the gripper. The outer diameter of delivery tube was measured and it was found within specification. No other visual anomalies were noted. The involved microcatheter was not received. No functional test could be done due to the received condition (damaged coil). The manufacturing records for lot were reviewed and results indicate that product met quality requirements for product acceptance. Inspections are in place to prevent damaged units and coils before leaving the facility. Because the subsequent coil was inserted into the microcatheter, it is possible that the insertion difficulty encountered was due to coil disorientation within the microcatheter. The IFU further warns that the coil should never be advanced against resistance without determining the cause. It is not known if the resistance encountered with insertion of the coil into the microcatheter caused the elongation of the coil found with product analysis. Because the elongated condition of the coil was not reported by the user, it is likely that it was caused by post procedure handling and packaging of the product. The cause resistance friction cannot be determined. The cause of the elongated coil and the insertion/withdrawal difficulty experienced by the customer could not be conclusively determined, but may have occurred after the procedure.